Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, the q1 transistor was thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the damaged transistor. The root cause for the damaged transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.